Manufacturer narrative:
Unit received with missing segments due to cracked zebra connector. Unable to perform operating currents, self-test and displacement test due to missing segment. Pump received with cracked case at the display window corners.

Event description:
It was reported that the insulin pump led was damaged. The blood glucose was unknown. The device will be returned for the analysis.